Event description:
It was reported that during the reprocessing of a da vinci prograsp forceps instrument, it was not spinning. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the clamping pulleys were corroded, covering the cables inside the housing and creating stiffness tension to the tip grip area. The cables themselves were undamaged. It was concluded that the corrosion damage likely occurred due to improper cleaning. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Failure analysis investigation also found indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. It was concluded that the damages found to the distal pulley and main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the main tube could likely cause or contribute to an adverse event, if the malfunctions were to recur.